Event description:
Event verbatim [preferred term] left a welp on her back twice [urticaria] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number: t81952, expiration date: nov2020, from an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient used thermacare back wraps and that it left a 6 inch long welp on her back twice in the last month. She had used them for many years and had had no problem. She mentioned that it was weird that it had happened. She wanted to know if there was a defect or something. She threw the box away in her recycling bin. The patient further stated that she no longer had the product to return. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: batch t81952 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included one carton, and the two pouched wraps inside. Inspection shows no obvious defects to carton, or pouched wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 22jan2019. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event -safety request for investigation requiring an investigation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no defects recorded for the batch that would cause the wrap to irritate the skin during use. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Investigation summary: the root cause category is non assignable (complaint not confirmed for quality defect). After a review of the batch records, the batch all met product release criteria per lower back and hip spec-28881, effective date: (B)(6) 2017. Consumer reports the wraps "whelp" her skin. The cause of the wrap irritating her skin is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Severity of harm: s3. Follow-up ((B)(6) 2019): new information received from a contactable consumer includes consumer no longer had the product to return. Follow-up ((B)(6) 2019): new information received from product quality complaint group included: investigation results. Follow-up ((B)(6) 2019): follow-up attempts are completed. No further information is expected. Follow-up (15jan2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event urticaria as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Follow-up ((B)(6) 2019): new information received from product quality complaint group included: severity of harm., comment: based on the information provided, the event urticaria as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Batch t81952 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included one carton, and the two pouched wraps inside. Inspection shows no obvious defects to carton, or pouched wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2019. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event -safety request for investigation requiring an investigation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no defects recorded for the batch that would cause the wrap to irritate the skin during use. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Investigation summary: the root cause category is non assignable (complaint not confirmed for quality defect). After a review of the batch records, the batch all met product release criteria per lower back and hip spec-28881, effective date: (B)(6) 2017. Consumer reports the wraps "whelp" her skin. The cause of the wrap irritating her skin is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration.

Manufacturer narrative:
Batch t81952 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included one carton, and the two pouched wraps inside. Inspection shows no obvious defects to carton, or pouched wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 22 jan 2019. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event -safety request for investigation requiring an investigation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no defects recorded for the batch that would cause the wrap to irritate the skin during use. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Investigation summary: the root cause category is non assignable (complaint not confirmed for quality defect). After a review of the batch records, the batch all met product release criteria per lower back and hip spec-28881, effective date: 13 dec 2017. Consumer reports the wraps "whelp" her skin. The cause of the wrap irritating her skin is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration "d".

Event description:
Left a welp on her back twice [urticaria]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number: t81952, expiration date: nov 2020, from an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient used thermacare back wraps and that it left a 6 inch long welp on her back twice in the last month. She had used them for many years and had no problem. She mentioned that it was weird that it had happened. She wanted to know if there was a defect or something. She threw the box away in her recycling bin. The patient further stated that she no longer had the product to return. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: batch t81952 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included one carton, and the two pouched wraps inside. Inspection shows no obvious defects to carton, or pouched wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 22 jan 2019. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event -safety request for investigation requiring an investigation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no defects recorded for the batch that would cause the wrap to irritate the skin during use. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Investigation summary: the root cause category is non assignable (complaint not confirmed for quality defect). After a review of the batch records, the batch all met product release criteria per lower back and hip spec-28881, effective date: 13 dec 2017. Consumer reports the wraps "whelp" her skin. The cause of the wrap irritating her skin is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (06 feb 2019): new information received from a contactable consumer includes consumer no longer had the product to return. Follow-up (13 mar 2019): new information received from product quality complaint group included: investigation results. Follow-up (24 apr 2019): follow-up attempts are completed. No further information is expected. Follow-up (15 jan 2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event urticaria as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event urticaria as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.